Manufacturer narrative:
Device received a33 alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test or verify no delivery, prime/fill anomaly due to a33 alarm. However, device passed rewind test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin was squirting during prime, had unexplained no delivery alert. No harm requiring medical intervention was reported. The device will be returned for analysis.